Event description:
It was reported the patient's ipg pocket was infected and protruding, making the site uncomfortable. As a result, surgical intervention occurred on (B)(6) 2022 wherein the ipg was relocated anteriorly to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The ipg was relocated anteriorly to address the issue. The infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicated the infection resolved.